Event description:
A continuous cycling peritoneal dialysis (ccpd) pt called technical support requesting assistance bypassing drain 0 because he was empty. He also mentioned that he was just returning to pd from hemodialysis due to hernia repair surgery. Upon follow up contact with the pt's peritoneal dialysis rn (pdrn), she confirmed the pt did have hernia repair surgery and additional medical information was requested. The pdrn returned the request letter indicating that the pt experienced no adverse effects, was in stable condition and that no additional information will be provided.

Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department requested the pt's medical records but they will not be provided. A supplemental medwatch report will be submitted upon completion of the device investigation.